Event description:
Emergency room nurse reported defective IV set used to administer nitroglycerin drip. Since premixed nitroglycerin drip not available, she had to mix using vial and glass bottle d5w. When she spiked the bottle with the set, the spike on the set broke off completely. She had to start over. This caused a delay in treatment. Diagnosis: myocardial infarction.